Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Olympus confirmed foreign material was present within the device, but the type of the material cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to insufficient reprocessing. However, the most probable cause for the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the insertion tube was present with residual adhesive. There was no patient involvement.